Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump was returned with moisture in the display and the pump powered on to a blank display. The complaint could not be adequately investigated due to the blank display. Visual inspection revealed the keypad cover was intact. The keypad cover was removed and there were no defects found with the button contacts. The pump casing was removed and there was evidence of moisture found on the keypad flex connector. Unrelated to the original complaint, investigation revealed a leak due to a crack in the pump casing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was evidence of moisture in the keypad and behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.